Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scope washer tubing detached from the device. An additional incision was made to retrieve the tubing from inside the patient's leg. A replacement device was used to complete the procedure. No other patient complications were reported and the patient is doing fine post-op.